Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error and frozen display then turned off. The customer¿s blood glucose was 150 mg/dl. Troubleshooting steps was not done for pump error due to frozen display. Customer was unable to try insulin pump with remote. Customer was unable to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 68/49, frozen display, power loss alarm or blank display noted. The device was received with intermittent left arrow button response due to corroded keypad traces. No stuck button error alarm noted during testing.